Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular (rv) lead. During surgery to revise the lead, the helix could not be inserted, so a different lead was used. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the field complaint was loss of capture, r wave undersensing, and helix insertion failure. A complete lead was returned in one piece with the helix partially extended, bent, and clogged with dried blood and tissue. After cleaning, the helix could be retracted and extended. The cause of the helix insertion failure was the blood and tissue and the bent helix. The helix damage was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.